Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11one 13f agilis steerable introducer sheath was received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub, and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal that is consistent with a known design related issue. A separate tear was also noted at both sides of the insertion slit and its cause could not be determined based on the available evidence. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed.information from the field indicates that the agilis 13f instructions for use were not followed. The IFU precautions to raise the proximal end of the introducer handle above the level of the insertion site/heart level and slowly aspirate the introducer to prevent possibly air ingress through the hemostasis valve of the introducer prior to connecting continuous saline. Not following the IFU was determined not to be related to the reported leak.

Event description:
During the atrial fibrillation procedure, air leaked from the sheath. The introducer was replaced and the procedure was completed with no adverse consequences to the patient. The IFU recommends that the proximal end of the introducer handle be raised above the level of the insertion site/heart level and the introducer slowly aspirated prior to connecting continuous saline, which was not followed. The IFU also recommends that during catheter withdrawal, the proximal end of the introducer handle held at or below the level of insertion site/heart level, which was not followed.